Event description:
A female underwent a colostomy reversal procedure in 2006, where the product was used to repair the abdominal wall. Two separate product sizes were used to complete the procedure. The surgery went well and the abdomen was dressed/packed open for daily dressing changes. On the date of event , it was observed that approximately 30-40% of the device had disappeared. The patient's stay in the hospital was extended, but is doing well now.

Manufacturer narrative:
Production records for both product lots were reviewed and everything was in order and all product release specifications were met. Since the surgical site was left open and not closed, it is probable that the surgical site contained some degree of bacterial contamination. The instructions for use for the product states that the product should be used with caution in regions where an infection exists. Where bacterial contamination is present, it is likely that the bacteria secrete enzymes that will digest biological implants such as those derived from collagen.